Manufacturer narrative:
B3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reported that patient (pt) called them on the morning of 03/26 and stated that their device worked the first 6 months or so after implant. Pt claimed that they were in a study and there was no follow-up after 6 months and wouldn't tell rep what the study was. Pt tried contacting an unknown rep, but it took one month to hear back. Rep reported they never had any previous contact with the pt. Pt did not want to meet up to troubleshoot and would not provide further information. Rep reported pt said that rep would hear from pt's attorney. Additional information was received from the manufacturer representative (rep). Rep reported that the patient (pt) would not specify what they meant when they said that it only worked for the first 6 months. It sounded like pt stopped getting relief from their programs as opposed to an issue with the device. The cause of the issue was not determined. Rep noted pt saw a pa-c, who reached out to rep on 3/26 with the information. Rep contacted pt twice before hearing back from them. Rep offered to meet up to reprogram the device, but pt declined to meet up. Rep reported the pa-c was made aware of the information.